Manufacturer narrative:
E1. Phone number continued: + (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿rupture, and loss of integrity of the cover diagnosed via ultrasound¿. Device has been explanted and replaced with non-abbvie device.